Event description:
It was reported that the patient experienced discomfort with the implanted system. The doctor was concerned about a potential device pocket erosion. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.